Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was caused by a clicking noise from the tower. A field service engineer addressed the issue by cleaning the contacts on the micro switches. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system 2s tower first door was producing a clicking noise. The customer indicated that this issue prevented them from refilling medications, resulting in delays in the administration of medication. There were no adverse events or injuries reported based on this incident.